Manufacturer narrative:
During use of a 6-7f mynx control device for vascular closure (vcd), the balloon did not retain pressure when ready to deploy closure. Hemostasis was achieved by manual compression, greater than 30 minutes. The patient¿s hospitalization was not prolonged, and the status was recovered. There was no patient injury. The deployer was mynx certified. The mynx vcd was prepped according to IFU instructions. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. There was no visible damage in distal end of the sheath after removal. The patient¿s medical history included hypertension. Other devices used in the procedure included competitor balloons 2.75x30, 3.0x30, 6 fr left bu 3.5 guide catheter, and competitor wires. The 6 fr competitor sheath was used in the procedure. The patient¿s femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial, and the vessel diameter was verified to be greater than or equal to 5 mm in diameter. The device was prepped and inserted into the patient. The balloon was inflated when pressure was not retained. On removal the balloon appeared to have a hole and would not re-inflate. The device was used after an interventional coronary procedure. A non-sterile mynx control vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that button 1 and button 2 were not depressed, the sealant remained in the manufactured position, exposed to blood, and the syringe was observed to have been separate from the returned device as received. The stopcock was observed open, and the procedural sheath was not returned with the device. No visual damages/anomalies were observed. Leak testing was performed by attempting to inflate the balloon from the returned device with water. The results revealed a leak in the balloon. Visual inspection at high magnification revealed a longitudinal tear in the balloon of the returned device, approximately 2 mm from the balloon proximal neck. A product history record (phr) review of lot f1910902 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿mynx control balloon loss of pressure in patient¿ was confirmed through analysis of the returned device. However, the exact cause of the tear found could not be conclusively determined during analysis. Based on the information available for review and product investigation, access site vessel characteristics (reportedly unknown if there was presence of pvd / calcium in the vicinity of the puncture site) most likely contributed to the reported event since a calcified vessel can cause damage to the balloon. This type of tear is typically observed when the balloon comes into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent or vascular graft), potentially contributing to a tear in the balloon. According to the instructions for use (IFU), which is not intended as a mitigation, the safety and effectiveness of mynx vascular closure device have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. Additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
The device was returned and section d10 was updated accordingly. The completed engineering report will be submitted within 30 days upon receipt.

Manufacturer narrative:
Please note update to the UDI#. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Concomitant medical products: boston scientific 2.75 x 30 quantum nc balloon, boston scientific 3.0 x 30 quantum nc balloon, 6 fr left bu 3.5 guide catheter, medtronic j-wire, terumo runthrough wire. The 6 fr pinnacle terumo sheath. This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During use of a 6-7 mynx control device for vascular closure, the balloon did not retain pressure when ready to deploy closure. Hemostasis was achieved by manual compression, greater than 30 minutes. The patient¿s hospitalization was not prolonged, and the status was recovered. There was no patient injury and the device is available for analysis. The deployer¿s mynx training status was mynx certified. The mynx vcd was prepped according to IFU instructions. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. There was no visible damage in distal end of the sheath after removal. The patient¿s medical history included hypertension. Other devices used in the procedure included boston scientific 2.75 x 30 quantum nc balloon, boston scientific 3.0 x 30 quantum nc balloon, 6 fr left bu 3.5 guide catheter, medtronic j-wire, terumo runthrough wire. The 6 fr pinnacle terumo sheath was used in the procedure. The patient¿s femoral artery¿s suitability was verified on angiography or venography (mynxgrip only), including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial, and the vessel diameter was verified to be greater than or equal to 5 mm in diameter. The device was prepped and inserted into the patient. The balloon was inflated when pressure was not retained. On removal the balloon appeared to have a hole and would not re-inflate. The device was used after an interventional coronary procedure.